Manufacturer narrative:
(B)(4). In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the reset button works intermittently and does not feel "right" when the user depresses it. There was no patient involvement associated with the reported issue.